Manufacturer narrative:
Patient weight not available from the site. Manufacturing date was unavailable at the time of filing. No analysis has been performed by the manufacturer. Part not returned.

Event description:
Medtronic received information regarding a navigation device being used for a cervical spine procedure. It was reported that the site's scan was found to be inaccurate. A second scan was 1 inch inaccurate superior. An alternate imaging system was utilized to complete the procedure. Rep noted that there was substantial movement from the patient between scans. Navigation was aborted, and there was no impact to patient. There was a reported delay to the procedure of less than 1 hour due to this issue.